Event description:
Customer reported with an issue of distal end leak in distal end of scope and water connection port is lose. The issue found during reprocessing. There was no patient harm, no user injury reported due to the event. Device evaluation found the probe unit pink rubber was cut, leaking and peeling on the forceps glue was observed.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, service repair found two leaks and (biopsy channel found leaking). Using boroscope camera, found internal tear marks and the second leak found cut located in the probe unit pink rubber. Inlet was found loose. The customer reported leakage issue was confirmed. In addition, 3 (three) broken elements observed in the um (ulltrasound image) and was out of standard. The connector contact pins were observed with corrosion. Cut on switch button # 1 was noted. Crack was observed on lg (light guide ) lens and the a-rubber glue glue found chipped affecting insulation. Light guide tube buckle , label loose, detached on control body not affecting the function. Evaluation findings confirmed the customer reported issue of leakage as two leaks were found (biopsy channel and probe). Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the adhesive on the distal end was peeled and the acoustic lens was found to be damaged. The specific root cause could not be determined at this time, however, it¿s likely it was caused by stress, handling, or other issues. The following information is stated in the instructions for use (IFU): ¿chapter 3 preparation and inspection 3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.